Event description:
Pt has red rash around all three electrodes and the silver button on the sensor is shocking him and making his skin tingle.

Manufacturer narrative:
Associated accessory device: act monitor, model# com001, (B)(4). Device returned to original equipment MFR.